Event description:
The customer woke up with normal bgs and the pump was working fine until customer changed the infusion set. The customer tried an older set, but could not run a manual prime and thie insulin did not exit. The customer tried another set and got the same results. Troubleshooting was performed. The pump passed the self-test, but the insulin did not exit. The drive block was intact and moved freely across the lead screw.